Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter.

Event description:
Additional information was received from a healthcare provider (hcp). Patient information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 800 mcg/day) via an implantable pump. The catheter had a tear/hole/fracture and on this report date the pump was revised due to sudden loss of therapy that begun on an unknown date. The physician was thinking of starting the patient at 200 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.